Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother in law reported via phone call indicating that the customer experienced low blood glucose levels of 40 mg/dl. The caller stated that they take care of the sensors and medtronic supplies but the customer was not on the hippa list. The customer's line was disconnected before any further information was provided.